Manufacturer narrative:
A sample was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The reporter declined to provide additional information. . The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she cannot see at a distance and is unable to drive after having cataract surgery with an intraocular lens (iol) implant. She stated that she was uncomfortable with the lens and the entire experience and needs another surgery to remove the lens. Reporter unwilling to provide additional information.